Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. All other electrical measurements were normal and in-range. It was noted that this was an isolated incident and the lead was functionally normal at the time of replacement; all electrical measurements including hvli were stable and in-range. Patient had elected to have the lead replaced regardless as the lead's model was on recall. Lead was capped and replaced. Patient was stable post-procedure.